Event description:
It was reported that upon review of the presenting electrogram stored by this cardiac resynchronization therapy defibrillator (crt-d) there were small signals on the right ventricular (rv) channel. The health care professional (hcp) found an instance of rv oversensing which resulted in pacing inhibition of less than two seconds. The hcp reported the patient was not dependent. The hcp suggested reprogramming recommendations for technical services to review. This crt-d remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.